Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led cover of the device was found to be broken off. No adverse consequences or delays were associated with this event.

Manufacturer narrative:
The reported event that the led cover is broken/missing was confirmed during visual inspection. It was observed that the large led lens was broken off. Any physical impact can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led cover of the device was found to be broken off. No adverse consequences or delays were associated with this event.